Manufacturer narrative:
Reported event of tip did not detach. Reported event of wire broke. Reported event of side car - rx pushback. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during a stone removal procedure on (B)(6) 2014. According to the complainant, during the procedure a stone approximately 2mm was captured inside the lithotripter basket. An alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a very hard stone. The physician grasped the handle firmly to crush the stone, however, the basket failed to crush the stone, and tip of the basket failed to detach. Additionally, the pull wire near the handle broke and the side car rx was pushed back. A reusable emergency lithotripter was used to crush the stone in the basket and the basket was removed. The procedure was completed with another of the same device. Moreover, there were no anomalies noted with the alliance ii handle device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿